Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a thoracoscopic right upper lobectomy, when using the handle to detach the lung fissure, the handle made a clicking sound and the staples burst. It was also noted the staple line was incomplete at the central part and sutures were used to fix the staple line.